Event description:
Explant today. Dr (B)(6) said patient in hind site was not a good candidate for the therapy and he should not have implanted. No complaint on product. Device and leads were removed. Patient was mis-diagnosed and implanted with system; when diagnosis was updated, patient requested system explant. Explanted product not returned for analysis; no further action to be taken.